Event description:
Received eleven ect treatments. Pt has meniere's disease and this has exacerbated that condition. Extreme vertigo, they never know when they are going to fall. Pt cannot think clearly now, cannot remember simple things, pt used to pride self on memory. Pt was treated for depression and still has that but now has extreme anxiety to go into public. Treatment didn't work and made pt worse. Pt now has chest pains and heart flutters since the ect. Pt has nausea now due to the extreme vertigo.